Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading of "lower than 50 mg/dl" with the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer was able to self-treat by consuming a glucose tablet to raise their blood sugar levels and experienced symptoms described as "weak, fatigue, nausea for three days, unable to eat, sleep or talk." The customer went to the hospital and had contact with a healthcare professional (hcp) who obtained a blood glucose reading of "above 700" mg/dl and was hospitalized. There were no additional details provided as the customer did not troubleshoot further. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.